Manufacturer narrative:
Lead: model: 39565-65, lot#: v832418004, implanted: 2011 (B)(6), explanted: na. Programmer: model: 37743, serial#: (B)(4). Recharger: model: 37752, serial#: (B)(4). (B)(4).

Event description:
It was reported initially that the patient was having difficulty charging her implantable neurostimulator (ins). While charging, the patient only received four bars of coupling strength. A company representative used the antenna locate feature, but it did not help. The patient's therapy was "ok". Subsequent information reported that the patient underwent a revision to reposition the ins. After repositioning, coupling strength was better and the patient outcome was "doing better". If additional information is received, a follow up report will be sent.